Manufacturer narrative:
It was indicated this lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the revision procedure, the physician experienced difficulty gaining access. It was noted the superior vena cava was very fibrosed at it's height. Once the new right ventricular (rv) lead was introduced, the helix was slow to extend. All measurments were appropriate, but when the introducer was removed, the rv lead dislodged. The physician re-punctured the subclavian, but the artery was punctured as well. As a result, the procedure was terminated and the patient will undergo a procedure at a later date. No additional adverse patient effects were reported.